Event description:
It was reported that the right atrial (ra) lead was exhibiting intermittent high impedance and intermittent high frequency noise, possibly due to fracture. The lead was reprogrammed and remains in use. It was also reported that the right ventricular (rv) lead was exhibiting low impedance due to suspected insulation damage. The rv lead was also reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).